Manufacturer narrative:
Other, this MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Good condition with no appearance of any physical damaged. Force sensor test error appeared in event history log. The technician performed power up process, checked and test force sensor. No force sensor test error was found at power up, but failed reading on force sensor at 0.00 pounds (lbs). The force reading was -0.88 lbs. And the count was at 0.00 (the count should be at 30s when the force is at 0.00 lbs.). The root cause of the reported issue was found to be the force sensor was out of calibration as a result of normal wear / drift. The pump was over 2 years old. The technician performed force sensor calibration and all functional testing.

Event description:
It was reported that the system failure force sensor occurred. No patient injury was reported.